Event description:
At 6:oopm staff nurse heard resident yelling. Upon entering bathroom, resident was on the floor. While cna was transferring resident, resident fell on to her left hip when the w/c brakes, while engaged, gave way and the chair went out from under the resident. Movement of hip caused acute pain, left leg was rotated inward. Dr and family were called. Resident was transferred to hosp.